Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date, this complaint will be updated &/or a follow up be sent.

Event description:
Dealer states unit is not alarming.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: stationary concentrators. Controls, switch/button broken. Complaint was confirmed. The underlying cause is control switch/button broken. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: stationary concentrators. Controls, switch/button broken. Dealer states unit is not alarming.